Manufacturer narrative:
Pt information was not provided by the facility. The incident was observed after the procedure. Sorin group (B)(4) manufactures csc14 cardioplegia heat exchanger. This incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that, after the procedure, a medical engineer found blood in the water of the heater cooler. The heater/cooler was connected to a medtronic oxygenator, a cardioplegia circuit manufactured by a (B)(4) supplier and the csc14 manufactured by sorin group (B)(4). Since there were several devices attached to the heater/cooler, it is unk which one caused the issue. Sorin group (B)(4) only rec'd the csc14 for evaluation. The investigation is ongoing. A f/u report will be filed when the investigation is complete. The report alleged that there was a possible blood to water leak. This medwatch report is being filed as a result of this allegation.

Event description:
Sorin group (B)(4) rec'd a report that, after the procedure, a medical engineer found blood in the water of the heater cooler. The heater/cooler was connected to a medtronic oxygenator, a cardioplegia circuit manufactured by a (B)(4) supplier and the csc14 manufactured by sorin group (B)(4).